Manufacturer narrative:
Product analysis: the lead was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. The full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, undefined impedance, high impedance, oversensing and a high sensing integrity counter (sic) value. It was suspected the lead had fractured. The rv lead was explanted and replaced. It was noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the lead was replaced at the time of the rv lead revision. The ra lead fractured. No patient complications have been reported as a result of this event.